Manufacturer narrative:
Visual examination: the powergrip sds was not returned for analysis, and the crown stent was deployed during the course of the procedure. Five balloon catheters from other manufacturers were returned. Functional testing: functional testing to assess the condition of the powergrip sds balloon could not be performed, as the product in question was not returned. An analysis of the returned products from other manufacturers could not be performed either, as the design, limitations, and materials of these products are unknown to cordis. A lot history revealed that this is the second complaint of this nature that has been received for this sterile lot number. A review of this product's lot history revealed the burst pressures measured for this lot during quality control testing were above the rated burst pressure. The exact cause for the reported difficulty could not be determined.

Event description:
The balloon ruptured.